Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon opening the package, the catheter and the bag were missing.

Manufacturer narrative:
Received sample in opened package without urine drainage bag and catheter in the returned package and there were 2 tray in packaging. Evaluation confirmed no urine drainage bag and catheter in the returned package and there were 2 tray in packaging. Event described could be confirmed as a manufacturing related issue. The device history record was reviewed and found a possible manufacturing issue(s) that could have caused or contributed to the reported event. The instructions for use state the following: "bard i.c foley tray b consists of a balloon catheter ,urine- collecting bag for closed drainage system, syringe prefilled with sterile water , water-soluble lubricant , antiseptic solution, waterproof sheet, tweezers, gauze pads, cotton balls, and vinyl gloves. There are two types of catheter, two way and three way , and several types of closed drainage bags. The catheter and/or bag included in the tray will depend on the product."

Event description:
It was reported that upon opening the package, the catheter and the bag were missing.